Event description:
Customer's mother reported customer had two leaky reservoirs. Customer's blood glucose is 97 mg/dl. The leak occurred this morning when customer was filling the reservoir. This is the second reservoir from the same box to have leaks. The leak is out of the bottom of the reservoir, by the o ring. Fluid is not visible on the screen or in the battery compartment. The leak is past the second o ring. Customer is returning the reservoirs for analysis.

Manufacturer narrative:
Inspected two opened/used reservoirs performed pre-fill reservoirs. One of the two reservoirs failed per inspection; found reservoir transfer guard needle bent (90 degrees). Remaining transfer guard needle passed per inspection. Also the reservoir and o-rings/stopper groove were checked for anomalies and none were found. Ran basal, bolus and leaking test as follow: the reservoir was filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Conclusion: the reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).